Event description:
The customer reported that the system is displaying "generator error" message and will not clear on reboot. There were no patient injuries reported.

Manufacturer narrative:
The service rep troubleshoot system. Replace interconnect cable. Boot system 20 times/fluoro error free. System working as intended.